Event description:
It was reported that this right ventricular lead exhibited loss of capture. It is suspected that the issues with the lead originated from the patient experiencing twiddler syndrome. A lead revision was performed and this lead was surgically abandoned and replaced. No further adverse patient effects were reported.